Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that their imaging system was having issues when moving the gantry. The gantry was difficult to move. It was noted that the motion calibration failed and the gantry was making a nose. No complications were reported/anticipated.